Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed left occipital migration. Surgical intervention may take place in the future to address this issue. It is unknown which lead caused/contributed to the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00006036.

Event description:
Additional information was obtained, confirming that only one lead had migrated; however, at the time of surgery, it was easiest to replace both leads due to patient anatomy. Otherwise, there is no allegation against the second lead. Therapy was restored post op.

Manufacturer narrative:
Correction: only one lead had migrated; however, at the time of surgery, it was easiest to replace both leads due to patient anatomy. Otherwise, there is no allegation against the second lead. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was obtained, revealing that the lead was replaced via surgical intervention on (B)(6) 2024.